Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 18mar2020.

Event description:
The customer reported that the navigation ring is not moving and the touchscreen was vibrating when attempting to make setting changes. There was no patient involvement. The fse (field service engineer) evaluated the ventilator and confirmed the reported problem. The fse replaced the front bezel and the problem was resolved.